Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the malfunction, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.